Manufacturer narrative:
Customer noticed the leaking sample probe after seeing high and low results on various cartridge chemistries. A field service engineer (fse) was dispatched and replaced several hardware components. Other cartridge chemistries could be impacted upon recur.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect results for glucose (gluc), magnesium (mg) and a lipid panel generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. Results were requested by bci, but not supplied by the customer. It is unknown if patient treatment was affected in connection with this event.